Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the universal surgical manipulator (usm) arm 1 exhibited low fiber reception, resulting in repeated 40067 errors. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in logs, the ¿40067¿ error was found indicating ¿communication error¿, coupled with 1126, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿fiber test¿ was found to be failing on the ¿0x1¿ axis. Once testing was completed, the ¿clockspring fiber¿ was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to communication errors pertaining to the clockspring fiber assembly of the usm.

Event description:
Refer to h11 for follow-up information.